Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with non-fasting tests results obtained of 79mg/dl and 426mg/dl. The expected fasting blood glucose test result range is 98mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the kitchen. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 06/13/2021 and open vial date is one month and a half ago. The meter memory was reviewed for previous test result history. (B)(6).